Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level was 540 mg/dl. The customer addressed high blood glucose by giving correction doses through pump and insulin injections. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.